Manufacturer narrative:
UDI no: (B)(4)

Event description:
It was reported that a knee surgery was extended by more than 30 minutes after the surgeon attempted to insert the poly 3 times but it failed to properly seat with full exposure of tibial component. A different poly was inserted and the surgery finished without further incident.

Manufacturer narrative:
One gii constrained tibia insert ((B)(4)) was returned for investigation. It was reported that despite several attempts this insert could not be locked onto the tibia baseplate and had to be exchanged. Visual inspection confirmed that the anterior locking features of the insert as well as the right lateral locking lip are deformed. A dimensional analysis confirmed the deformations of the locking features observed previously. All the deformations detected can be explained by the seating attempts and subsequent removal of the implant. A review of the production documentation of the reported product did not reveal any deviation from the standard manufacturing processes. Based on the performed investigation, the root cause of the reported event remains undetermined. There is however no indication that the reported product failed to match specifications at the time of manufacturing. No further investigations are deemed necessary for this product.